Event description:
It was reported that the anastomosis was incomplete after firing the stapler during an unknown procedure. The anastomosis was hand sewed over the staple line to complete the case. There was no further patient consequence.